Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up where they complained of dyspnea while climbing stairs. Further investigation found that the right ventricular channel of the pacemaker was not active. The device was reprogrammed accordingly. Patient was stable after the event.